Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was up in the 300 mg/dl to 400 mg/dl. Customer stated that they had received insulin flow blocked alarm twice. Customer reported they did receive a sensor updating or sensor glucose not available alert. Customer¿s other blood glucose level was 159 mg/dl and then 77 mg/dl. Customer stated that they ate some carbs. Customer¿s blood glucose level was 59 mg/dl and was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined troubleshooting for low blood glucose level. Customer did not alleged insulin pump was over delivering. Customer also reported that auto mode feature was not on. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.